Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a patient was injected with 1ml juvéderm® volbella¿ with lidocaine injection to lips, piriform fossa and mental area. Three weeks later, patient presented with edema, erythema and heat in the face and lips. Patient was treated with allegra d, ibuprofen, clarithromycin and ciprofloxacin provided. The treatment provided was to accelerate the resolution and avoid permanent damage and further specified that infection was the permanent damage. Patient was noted with partial improvement so they were prescribed prednisolone 40 mg per day with a reduction of 10 mg every 5 days to assess the control of the condition. Patient was instructed to keep the antibiotics for 30 days. Symptoms have not been resolved.